Manufacturer narrative:
The pipeline flex pusher was returned without the pipeline flex braid or the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. No other anomalies were observed. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open as the pipeline flex pusher was returned without the pipeline flex braid. No damage was found with the pusher. Since the pipeline flex braid was not returned; any contribution of the braid to the issue could not be determined. Possible contributing factor of failure to open includes patient tortuous anatomy. However, the customer reported that the patient vessel tortuosity was normal. Per our instructions for use: "begin to deliver the device using a combination of unsheathing the pipeline flex embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Carefully inspect the deployed pipeline flex embolization device under fluoroscopy to confirm that it is completely apposed to the vessel wall and not kinked. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has been returned for evaluation; analysis is in progress. A follow-up MDR will be submitted when the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after the microcatheter was in place and after the stent was in place, the stent was released, and the tip of the stent could not be opened. It could not be opened after repeated attempts. It was noted the distal section of the stent did not open. The stent was not positioned in a bend. It was re-sheathed less than or equal to 2 times. There were no additional steps or other devices required to open the stent. The stent was removed and a new stent was used to complete the operation. It was noted it was re-sheathed and removed with the microcatheter. The patient was undergoing surgery to treat an unruptured, fusiform aneurysm located at the vertebral artery with a max diameter of 6.2*5.6mm and a neck diameter of 9mm. The distal landing zone was 3.73mm and the proximal landing zone was 3.71. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was slow blood flow. It was noted the vessel tortuosity was normal. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.